Event description:
On (B)(6) 2025 an edwards tavr valve was inserted and the leaflets failed to open properly. This caused leakage and required the patient to go back on heart lung bypass. A second edwards tavr valve was implanted (valve in valve). A balloon pump was also needed to be inserted to stabilize the patient. This occurred at (B)(6) hospital in (B)(6). Patient has had an extended ICU stay. The patient is still in ICU as of (B)(6) 2025. The model is a sapien and believed to be 26mm. The hospital has provided the serial numbers of both devices but was unable to tell which device was implanted first and failed. The serial numbers are (B)(6). Pt codes: 1924, 1888. Device codes: 1457, 2921. Ref report: mw5178113.